Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported mainframe is not booting, but workstation is working properly. The system would be unusable. There is no report of patient injury or death.